Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A system operator reports a custom patient with topographically-observed "central islands" (corneal irregularities) and possible decreased bcva following a bilateral custom myopia with astigmatism laser procedure. This report is for the left eye, the right eye is being submitted under manufacturer 1061857-2007-00138. Patient records were received and showed there was no reportable injury to the left eye. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularites spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.